Manufacturer narrative:
The tube was discarded and therefore, unavailable for failure investigation. No analysis or conclusions can be drawn without the device. The lot number was provided and the MFR will review the lot history records for any non conformances.

Event description:
It was reported that in the operating room the physicians detected leaks between the inner cannula and the outer cannula of the tracheostomy tube. The tube was not removed from the pt and a lot of swabs were used to cover the leakage. As a result, anesthesia leaked out from the tube and a physician became dizzy. The pt was discharged.